Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent temperature alarms occurred. Reportedly, customer was not outside of the labeled operating temperature range. Customer's blood glucose was within range (value not provided). Customer cleared alarms and resumed insulin therapy.